Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Actual weight stated as (B)(6). The stent remains in the patient. There was no reported product deficiency. The reported patient effect of occlusion is listed in the product instruction for use (IFU) as a known potential adverse patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. In this case, approximately 10 days after the original procedure the patient underwent another percutaneous procedure where bilateral non-abbott stents were placed in the iliac. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was stented on (B)(6) 2011 for right side claudication and right side critical limb ischemia in the iliac just below the bifurcation. The patient was discharged as per normal hospital procedure; however, approximately 3-4 days later the patient reported a return of symptoms and a scan was performed which revealed that the stent had occluded. Approximately 10 days after the original procedure the patient underwent another percutaneous procedure where bilateral non-abbott stents were placed in the iliacs. The cause of the occlusion is not known. The patient was discharged 2 days later. There was no reported adverse patient sequela. There was no additional information provided.